Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device, evita v300, went off during operation on a patient. The device alarmed, was immediately removed from the patient, and another device was used. No serious patient injury was reported.

Manufacturer narrative:
The affected device, evita v300, serial no. (B)(6), was inspected on site by dräger service. As a preventive measure, the hard disk of the cockpit was replaced. Afterwards, the device was tested according to the manufacturer's specifications. Furthermore, the log file was made available to the manufacturer for further analysis. Based on the log file analysis, it could be confirmed that the device performed a cockpit restart for an unknown reason on 20.12.2022 between 0:14 a.m. And 0:17 a.m.. The last entry in the cockpit log file was made at 0:14 a.m.. The cockpit restart occurred after 0:14 a.m.; the exact time cannot be narrowed down further based on the log filr. The cockpit restart was associated with an auxiliary alarm, as a high-priority alarm was pending at that time. During the cockpit restart, the display went black, whereupon the workstation was switched off by the user using the main switch and switched on again at 0:17 a.m.. All components of the workstation were restarted and were functional; a permanent cockpit malfunction can thus be ruled out. At 0:18 a.m., the unit indicated the successful cockpit restart to the user with the message "cockpit restarted". Based on the log file analysis, we assume that the cockpit restart was completed after a maximum of 45 seconds; according to the log file, a second cockpit restart did not take place. The user switched off the device as soon as the display went black. This conclusion is also consistent with the description of the event that the device was immediately removed from the patient and another device was used. Ventilation was not affected by the cockpit restart, but continued as specified with the settings until the unit was switched off by the main switch. During a cockpit restart, safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, where the user can see the ongoing ventilation.the number of comparable cases with a single cockpit restart for an unknown reason is within the originally assumed range of the underlying risk assessment and is therefore accepted. Based on the investigation, we no longer consider the current case to be reportable, as there was no permanent restriction of operability beyond the period of a the cockpit restart (max 45 seconds).

Event description:
It was reported that the device, evita v300, went off during operation on a patient. The device alarmed, was immediately removed from the patient, and another device was used. No serious patient injury was reported.